Event description:
It was reported that while actively monitoring a pt, this m300 appeared to discharge the pt with no user intervention. Pt data stopped being displayed at the ics and a 'bed disconnected' message appeared at the ics for this m300. The pt was readmitted to the ics and there was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.